Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose for the past two weeks. The customer reported experiencing lows around 40 mg/dl. The customer was treated with the insulin pump for their low. The customer reported the low blood glucose was caused by switching insulin. The customer also reported having issues with uploading the insulin pump. The customer's current blood glucose was 110 mg/dl. The insulin pump will not be returned for analysis.